Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator head was returned with seven bands attached, some of them were moved and overlapped, which is consistent with the findings per media inspection on the provided photos. The suture thread was unfolded from the ligator housing, and it still had the seven bands attached. Additionally, the handle slot did not show insertion marks of trip wire. The suture did not have the final knot, and the ligator housing teeth were bent/damaged. The suture hole of the ligator housing and the irrigation tube were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, some bands in the ligator housing were moved and overlapped. The suture thread was fully unfolded from the ligator housing, and it still hasdthe seven bands attached, this indicates that the inability of the device to deploy the bands. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, including bent ligator housing teeth, indicates that an incorrect application of tension to the trip wire at the time of deployment may have caused the reported event. Due that the trip wire was not secured, it is possible that it had slipped inaccurately, moving the bands from their place, overlapping them as if twisting them. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.